Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Returned to manufacturer. (B)(4). DHR review was completed. Part no.: 03.037.025, lot no.: 9850516. Manufacturing location: (B)(4). Release to warehouse date: 16.mar.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The 03.037.025 screw inserter for tfna screws is an instrument routinely used in the tfn advanced proximal femoral nailing system to insert lag screws. Visual inspection under 5x magnification at customer quality (cq) of the returned screw inserter revealed post manufacturing damage to the distal ledge geometries that mate with lag screws. The tapered ledges are deformed/ burred and have rolled over material edges. This would contribute to the reported complaint condition of being tight and not working properly with respect to interface with mating lag screws. Therefore, this complaint is confirmed. The complaint was not able to be replicated at cq with a functional test because the lag screw(s) from the event were not returned. However, the post manufacturing damage to the distal ledge geometries that mate with lag screw would contribute to the reported complaint condition of being tight and not working properly with respect to interface with mating lag screws. Drawing (current and mfg) were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Material and hardness were tested at the time of manufacture and confirmed to have no issues through the DHR review. Dimensional analysis is not applicable at this time as post manufacture damage was visually confirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reporter was going through inventory and noticed that the screw inserter was tight and not working properly. There was no patient or procedure involvement. Investigation of the returned device revealed the tapered ledges are deformed/ burred and have rolled over material edges. This is report 1 of 1 for (B)(4).